Event description:
Procedure performed: nissen. Event description: during the procedure the surgeon had a problem with a sample voyant eb 210, during a nissen procedure on (B)(6). The fusion buttons had blocked and they had a error message button blocked they must changed the sample. They kept the sample. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience. The event unit was also found to be experiencing unintended rf activation. Based on the description of the event and condition of the returned unit, it is likely the reported event was caused by the activation button getting stuck due to a misaligned fuse switch. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the unit experiencing unintended rf activation.